Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that for the past 3-4 weeks, the patient had been going to the bathroom too often, which had been getting a little worse. The patient mentioned they had been so busy that the night prior to the call they got ¿the book out and everything¿ and got everything to work. The patient noted they got to turn it up more but that they were still going too often. The patient stated they were going to turn stimulation up more and noted that the night prior to the call when adjusting therapy they had turned the stimulation from 1.1 to 1.2 which had been too much so the decreased it back down to 1.1. While on the call, the patient tried to sync with the programmer however when they pushed the sync button the manufacturer company splash screen would display and then it would go back to the sync screen. Patient services asked and the patient confirmed that the batteries they were using were (B)(6) high energy batteries. Patient services then reviewed recommended batteries to use. The patient also mentioned that they may as well have the device removed. Again patient services reiterated their recommendation that the patient obtain the recommended programmer batteries and to call patient services back if the issue was unresolved. There were no further complications reported/anticipated. On 2019-may-28, (B)(4) (con): additional information was received from the consumer. In response to the inquiry of the circumstances that led to the splash screen on the programmer the patient reported ¿change device battery.¿ in response to the inquiry of steps taken to resolve the splash screen on the programmer and the return of symptoms, the patient reported the health care physician (hcp) was putting a new battery in the inside, under the skin and ¿glue it back.¿ there were no further complications reported.